Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 20-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal discomfort ("abdominal discomfort") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed by bilateral laparoscopic salpingectomy). Essure was removed in 2015. At the time of the report, the abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal discomfort ("abdominal discomfort") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed by bilateral laparoscopic salpingectomy). Essure was removed in 2015. At the time of the report, the abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.